Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified mid circumflex artery. Pre-dilatation was performed with a 2.25x15mm mini trek balloon dilatation catheter. Then a 2.25x18mm xience sierra stent was implanted at the lesion. There were no device issues noted with the xience sierra. Afterwards, the physician attempted to use a dragonfly catheter to perform an optical coherence tomography procedure, but a good quality pull back could not be attained. The dragonfly catheter was then retrieved and the procedure was successfully completed via unknown methods. It was confirmed that the patient was compliant with dual antiplatelet drug therapy. The next day, the patient died; however, the cause of death is unknown. An autopsy was not performed. The physician mentioned that the patient had experienced st- elevation myocardial infarction two weeks before the procedure. Per the physician, the device did not cause or contribute to the patient's death in any way. No additional information was provided.